Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via a company representative regarding a patient receiving morphine 10mg/ml at 1mg/day via an implantable pump. The indications for use were not reported. On (B)(6) 2018 it was reported that the patient had infection, drainage and small opening in center of pump pocket incision. The opening occurred after weeks of irritation at the pump pocket site. It was unknown if any environmental, external or patient factors that may have led or contributed to the issue. No troubleshooting was performed. The pump and catheter were explanted and no other interventions were taken. The issue was resolved at the time of the report. The patient status was noted as alive, no injury and no further complications were reported.